Event description:
Customer reporting a discordant sars result. Customer states they initially tested positive and then on retest the next day tested negative. Through interview it was found the customer was using expired test kits.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired kit used. Root cause: expired product use source: phone.